Event description:
The following information was reported to gore: on (B)(6) 2013, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On unknown date but in 2019, at a follow-up, a computed tomography revealed a enlargement of the proximal neck. On unknown date but in (B)(6) 2021, at a follow-up, a computed tomography revealed a migration of the main body and a enlargement of the aneurysm. On (B)(6) 2021, a bifurcated graft replacement was performed successfully. The physician stated that the proximal neck was originally with excessive thrombus and in poor condition, and that the neck had enlargement, leading to the migration. Based on this, the physician decided to perform the graft replacement.

Manufacturer narrative:
H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 50.